Manufacturer narrative:
The recipient¿s device was reportedly discarded and will not return to advanced bionics for analysis. The recipient was not reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly a non-user of the device. The recipient experienced headaches, dizziness and left otalgia. The recipient's device was explanted. The recipient is doing well.